Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device operator completed the gastric bypass procedure on the patient. Two days after the operation, the patient presented an intraluminal bleed at the jej-jej that ended up forming an obstruction and clot that blew out the anastomosis. The surgeon performed an open revision and wash out. The patient is recovering in the ICU. The surgeon did not indicate that the stapler caused the issue. No other adverse events reported.